Event description:
It was reported that the patient has been unstable since initial revision in (B)(6) 2013. The patient has had stroke and loss of right control and dementia. The patient's acetabulum was shallow and deformed. The stem only has 6degrees of antiversion. The patient has been chronically dislocating since first revision. The surgeon opted for surgery to replace acetabular liner and femoral head.

Manufacturer narrative:
The device is not available for evaluation. It was noted that the patient is non-compliant. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm x3 ins 28/52 was reported. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. The exact cause of the event could not be determined because no information related to the event was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient has been unstable since initial revision in (B)(6) 2013. The patient has had stroke and loss of right control and dementia. The patient's acetabulum was shallow and deformed. The stem only has 6degrees of antiversion. The patient has been chronically dislocating since first revision. The surgeon opted for surgery to replace acetabular liner and femoral head.